Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# serial#(B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(6), ubd: 08-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 2025-oct-10 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's interstim therapy wasn't working for them and they started having pain at the incision site. The patient said their healthcare provider (hcp) removed their interstim system. During the removal process, the coating on the end of the lead came off and instead of doing major surgery, the hcp left it behind. The patient mentioned they'd had four mris and there hadn't been one problem, but they needed an MRI again and the facility stated they didn't want to do it. The patient wanted to know what material the coating was made of. Information was reviewed with the patient, and the MRI guidelines (including MRI form hcp can fill out) were emailed to the patient.